Event description:
It was reported that this pacemaker reverted into safety mode and had difficulties to interrogate. Subsequently, this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product is not expected to be returned.